Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Factors that may contribute to difficult to remove the suture from the o-ring; include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a neuro intervention procedure. Reportedly, after deployment (steps 1-4), the device could not be withdrawn from the patient anatomy. The lever was opened and closed, however, the device remained stuck. The suture was cut in order to free the device. It was noted that the suture did not release from the o-ring [suture bearing]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: analysis of the returned device noted that although there was blood on the device at the foot area, it was still in the pre-deployed position. Other than a bent sheath, no other damages were noted. Follow-up with the site was conducted and it was reported that the wrong device was returned. The correct device is not available for evaluation as it has been discarded. Upon further follow up, the account confirmed that the additional device was opened during the same neuro intervention procedure. It was handled with bloody gloves but it was not used; therefore, there was no patient involvement with the additional device. There were no issues with the unused device. No additional information was provided.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a neuro intervention procedure. Reportedly, after deployment (steps 1-4), the device could not be withdrawn from the patient anatomy. The lever was opened and closed, however, the device remained stuck. The suture was cut in order to free the device. It was noted that the suture did not release from the o-ring [suture bearing]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.